Event description:
Boston scientific received information that during a routine follow up visit, this left ventricular (lv) lead revealed a lead dislodgment in the patient's coronary sinus. A revision procedure was performed and the physician was unable to reposition the lead with the guidewire due to clotting in the vein and lead. The physician elected to implant a new lead (B)(4), however, was unable to obtain a stable position with the lead. The decision was made to implant a competitor lead. No adverse patient effects were reported. The lv lead will be returned to boston scientific.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits for the electrical performed of the lead. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found that the lead failed the stylet insertion test due to blood clogged in the lumen and open tip lead. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The explanted lead has not been returned to boston scientific. Upon receipt the lead will undergo detailed laboratory analysis in an attempt to determine the root cause of this event.